Event description:
Customer reported occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer is not cycling the cartridge and using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to use room temperature insulin. The customer resolved the initial occlusion by reloading the same cartridge and resuming insulin delivery.